Manufacturer narrative:
Sfw kit 9735736 stealth s8 ent EU-sc v 1.01. Software files were reviewed and it was determined the issue was related to a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transphenoidal procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the surgeon was using a non-optimal scan and had trouble registering the patient. After they got a passing registration, they went to verify registration. In the verify registration screen, the surgeon selected anatomy in the yellow zone of accuracy and got an accuracy at crosshairs value of 2.5 mm, where it should be less than 2.0 mm within that zone. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) was unable to replicate the issue with that archive on the ts machine.